Event description:
Patient later reported rupture was confirmed via MRI/CT scan.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported rupture, "hurting" and "feels like having a heart attack". This record is for the left side. Device remains implanted.